Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the test strips involved in this complaint failed testing. The alleged issue was confirmed when testing with control solution during investigation. A secondary issue was noted where the control solution reading was high. On (B)(4), 2011 the meter was tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2011, the pharmacy/reporter contacted lifescan (B)(4) alleging that a one touch verio pro meter had an error 4 issue. The reporter did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an error 4 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter and test strips have been returned to lifescan for evaluation. The evaluation of the products has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.